Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. In addition, the patient was advised by the physician to wear a holter monitor after the operation and experienced shortness of breath and spells of dizziness. An attempt to obtain additional information from the field was unsuccessful. This pacemaker was explanted. There were no additional adverse patient effects were reported.